Event description:
The patient reportedly experienced intermittencies followed by a loss of lock. It was reported that external equipment exchange solved the problem. Testing confirmed that the c1 device is functioning. Due to decrease of patient's performance, the center is considering reimplantation of the same ear or bilateral implantation.